Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive on (B)(6) 2025 for 250 colony forming units (cfus)/ml of revivable microorganisms at 36°c ¿ 44h, and on (B)(6) 2025, for 15 cfu of proteus mirabilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.